Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the united states.

Event description:
It was reported that the 2.0x20 mm traveler balloon dilatation catheter (bdc) was inflated to post dilate the stent in the heavily calcified, total occlusion in the mid left circumflex coronary artery. The traveler reach the target vessel. The traveler was inflated at the vessel and ruptured during the first inflation at 18 atmospheres. The physician reported that the lesion morphology was too severe. The remaining malapposition of the stent was post-dilated with a 2.0x20 mm nc traveler. There was no patient effect and no significant delay in procedure also and the patient's outcome was satisfactory. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history revealed no indication of a lot specific product quality issue. It should be noted that this balloon was inflated to 18 atmospheres (atms); however, the rx traveler instruction for use states, balloon pressure should not exceed the rated burst pressure (rbp). There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.